Event description:
The vas-cath catheter (soft cell), which was inserted via the left subclavian vein, was exchanged due to the infected soft-cell. Because, it was unusually difficult to insert, the guide wire via internal jugular vein, the femoral vein was considered as the initial site. However, due to the request of the pt's family, the insertion was initiated via the same left subclavian vein with new subcutaneous tunnel. After removing the dilator to leave only the sheath, blood was aspirated as normal. After catheter insertion, blood was aspirated again but with difficulty. The catheter was moved around a little to clear the blood path, but still blood was unable to be aspirated. Then the guide wire was inserted through the catheter to insert more of the catheter. After the guide wire was removed,blood was still unable to be aspirated but some substances similar to blood serum came out of the system. It was confirmed by imaging that the infused contrast dye was seen spreading out without problems. The blood pressure was also stable. It was decided that the pt to be under watch in the ICU and the catheter was removed. Then the blood pressure declined. There was no reaction toward atropine. Thoracotomy treatment was tried. However, the pt's heart stopped and the pt's death was confirmed later. The pt had been suffering from deteriorating pneumonedema. There was also a possibility of some lesion located at the coronary arteries. However, no primary disease locating at the coronary arteries were known prior to be operation. No autopsy was conducted due to the request of the pt's family.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. Chr showed no other similar product complaint(s) from this lot number.